Event description:
On 09/22/2000, the facility's clinical supervisor informed the manufacturer's (MFR) representative that the device was removed due to fracture. She did not have all the info (i.e., catalog/lot#, implant.explant dates, pt information etc). On hand but would fax a completed product complaint report (pcr) form to the MFR's rep when obtained. On 09/26/2000, the MFR received the pcr form that states the following: removal of fractured device and insertion of new one in 2000. Particially transected device possibly pinched between clavicle and first tib.